Manufacturer narrative:
A ge rep evaluated the system and replaced the motion control panel. The system operates as intended.

Event description:
The customer reported the system motorized movement is not working. No pt injury was reported.